Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: a flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 111.0 cm from the top of the connector to the break. The second piece measured approximately 204.0 cm from the break to the distal tip. This piece was kinked. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on december 27, 2018 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, the laser fiber broke in half upon insertion into the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 27, 2018 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, the laser fiber broke in half upon insertion into the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.